Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the small computer system interface drive was defective and was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9600+ had intermittent errors and lock ups. There was no adverse patient involvement reported. There was no patient information reported.